Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient wanted to know what her device was made of, which metal, what kind of paint or coating on it. The patient had been having problems with fluid building behind it frequently. The patient stated that her doctor did not think it was a reaction. They were not sure what was going on. The doctor had removed fluid 4 times in the last 2 years, most recently in (B)(6) 2015. The patient also noted that the pump was relocated in (B)(6) 2015.